Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing, the pump had bubbled or unattached downstream occlusion (dso) seal. This issue may increase the risk of fluid ingress and could potentially result in an interruption of therapy. There are no patient involvement and no harm/adverse event reported.